Event description:
The bottle of contrast ran out and air was drawn into the syringe. No air was injected into the pt.

Manufacturer narrative:
Device eval: the subject device was returned for eval with contrast in it. The large bore tubing that is normally bonded to the burettes three way stopcock was broken off. The broken end, female port of the stopcock and the tubing set, were not returned. The device was filled with fluid and a syringe was attached to the side female port which was undamaged. The fluid was withdrawn using the syringe and no air leaks were observed. This was repeated multiple times and the device functioned properly. Due to the devices condition, no further tests could be conducted. The complaint could not be confirmed and no conclusions could be drawn. The device history record was reviewed with no anomalies found. The device history record was reviewed. Results - contrast management burette.